Manufacturer narrative:
Product analysis: visual and functional inspection confirmed the lower jaw of the pituitary has broken off of both sides at the pivot hole. The pin is still in tact. Both sides of the fracture are relatively equal. This type of damage is consistent with overloading the instrument through pressure placed on the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression and posterior lumbar interbody fusion. Intra-op, tip of the instrument broke. The product came in contact with the patient. No fragment of the broken instrument remained inside the patient. No patient complications were reported due to this event.